Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2002, patient underwent pelviscopy. On (B)(6) 2003, patient reported abdominal pain and was admitted in hospital for following procedures: total abdominal hysterectomy and bilateral salpingo-oophorectomy; for following admitting diagnosis: endometriosis, left ovarian cyst and uterine fibroids. And was discharged on (B)(6) 2003. On (B)(6) 2006, patient underwent waterman-green joint decompression osteotomy with cheilectomy, first metatarsophalangeal joint left foot, with 3.0 vilex screw fixation. On (B)(6) 2006, patient underwent following procedure: scar contracture release, first metatarsophalangeal joint left foot. Cheilectomy, first metatarsophalangeal joint left foot. Removal of hardware, first metatarsal head left foot. On (B)(6) 2007, patient reported chest pain. On (B)(6) 2007, patient reported pain and weakness on left side of neck and tingling in fingers of left hand after c7 nerve block. On (B)(6) 2007, patient reported chest pain, left foramen numbness and weakness; and was admitted to rule out ischemia. On (B)(6) 2007, patient underwent following procedure: anterior cervical discectomy, spinal cord and nerve root decompression, c5-6 and c6-7, under microscopic visualization. Anterior interbody fusion c5-6 and c6-7 using a fibular interbody strut to a bmp anterior cervical plate; for following pre-op diagnosis: cervical radiculopathy secondary to prominent disk herniation and spinal stenosis at c5-6 and c6-7 level. Per op notes: diskectomy and bilateral foraminotomy was carried out. A 6mm lordotic interbody strut was used which was fashioned from a fresh frozen fibular allograft shaft. The central portion of this was filled with collagen sponge saturated with 0.3 ml of bmp. The interbody strut was placed into the interspace thus completing the fusion portion of the procedure. Identical decompression and fusion was carried out at the c5-6 and c6-level. No complications were reported during the procedure. On (B)(6) 2008, patient presented for follow-up on osteoarthritis. On (B)(6) 2008, patient presented for follow-up on esophageal reflux, osteoarthritis. On (B)(6) 2009, patient presented for follow-up on esophageal reflux, osteoarthritis. On (B)(6) 2010, patient presented for follow-up on back pain and depression. Patient reported chronic low back pain. On (B)(6) 2011, patient presented for follow-up on osteoarthritis and depression. Patient reported pain in cervical spine and stiffness. Pain worsens with activity. Patient ambulates with cane. On (B)(6) 2011, patient reported left sided neck pain which radiates down to the elbow. Patient underwent x-rays which showed evidence for the previous acdf c5-6, c6-7. There was some mild degeneration distal to this. On (B)(6) 2011, patient presented for follow-up for neck pain. Patient reported pain in the left side of the neck radiating down into the left elbow. Patient underwent MRI of cervical spine which showed loss of cervical lordosis. There was acdf c5-6, c6-7. There was no significant central stenosis. There is mild disc bulge at the levels above the fusion. The level below the fusion looks wide open both centrally and laterally. There was narrowing on the left at c3-4. Impression: stable mild degenerative spondyloarthropathy of the cervical spine. There is probable encroachment upon the left c4 nerve root and possibly left c5 nerve root. Status post acdf c5-c7. On (B)(6) 2011, patient presented for follow-up on osteoarthritis, depression, allergic rhinitis. Patient reported pain in cervical spine and stiffness. Pain worsens with activity. Patient ambulates with cane. On (B)(6) 2011, patient presented for follow-up on osteoarthritis, depression, eczema. Patient reported pain in cervical spine and stiffness. Pain worsens with activity. Patient ambulates with cane. On (B)(6) 2011, patient underwent x-ray of cervical spine. Impression: no evidence of orthopedic hardware failure. No acute fracture. Patient underwent CT of head. Impression: no evident acute intracranial abnormality. Patient underwent x-ray of chest. On (B)(6) 2011, patient presented for follow-up for seizure. On (B)(6) 2012, patient reported seizure. On (B)(6) 2012, patient presented for follow-up on osteoarthritis. Depression, seizure. Patient reported pain in cervical spine and stiffness. Pain worsens with activity. On (B)(6) 2012, patient presented for preoperative medical consultation for cataract surgery on (B)(6) 2012. On (B)(6) 2012, patient presented for preoperative medical consultation for cataract surgery on (B)(6) 2012. On (B)(6) 2012, patient reported neck pain, stiffness and numbness in both arms on (B)(6) 2013, patient presented for follow-up of her osteoarthritis. Patient reported pain in cervical spine and worsens with movement. On (B)(6) 2013, patient reported neck pain. On (B)(6) 2013, patient reported neck pain and numbness in both arms. On (B)(6) 2013, patient reported neck pain. On (B)(6) 2013, patient reported neck pain and weakness. On (B)(6) 2013, patient reported neck pain. On (B)(6) 2013, patient reported neck pain. On (B)(6) 2013, patient reported chronic back pain in lumbar spine region. On (B)(6) 2013, patient reported chronic back pain in lumbar spine region. On (B)(6) 2013, patient reported chronic back pain in lumbar spine region. On (B)(6) 2013, patient reported chronic back pain in lumbar spine region. On (B)(6) 2013, patient reported chronic back pain in lumbar spine region. On (B)(6) 2013, patient reported chronic back pain in lumbar spine region. On (B)(6) 2014, patient reported chronic back pain in lumbar spine region. Patient underwent x-ray of right hand. Impression: no significant bony abnormality seen.